Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed no delivery while delivering a bolus. The customer's blood glucose was 409 mg/dl, which was treated with the insulin pump. During troubleshooting, insulin exited during a fixed prime. When the customer removed the infusion set, there was blood in the cannula. Customer was advised to change the infusion set. Troubleshooting for high blood glucose was declined and customer stated she stated she had not had insulin all morning when asked why blood glucose was so high. She was advised to monitor the issue.